Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73d1600164 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The device did not apply clips. The clips were misaligned for loading. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears typical. No defects or anomalies were observed. Reference files (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device or close. The remaining clips were fired and the same issues were found as all clips were unable to properly load or close. The jaws appeared to be slightly misaligned which would cause the clips to be unable to close and could contribute to the loading issues as well. The returned sample was disassembled to inspect the internal components. Upon disassembly, no damages were found to the internal parts of the device. It could not be determined what caused the jaws to become slightly misaligned. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. No other defects or other remarks: anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "loading issues" was confirmed based upon the sample received. One device was returned. The device was found to have misaligned jaws which prevented the clips from loading properly and closing. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided , operational context caused or contributed to this event.

Event description:
The device did not apply clips. The clips were misaligned for loading. The patient's condition was reported as fine.